Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that customer received a button error alarm after being pushed into a swimming pool. It was also reported that the display screen was black due to heat. Insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected button error alarms or display anomalies noted during testing. The pump passed the displacement and self tests. The pump had intermittent button response on the esc button due to moisture damage on the keypad traces. Moisture damage was noted on all electronic assemblies. Severely corroded motor housing noted. The pump also had a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot and a loose/shifted end cap sticker.